Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern) and ruby coil. During the procedure, a ruby coil became stuck while advancing through the lantern. Therefore, the lantern was removed. The procedure was completed using a new lantern, the same ruby coil and a pod packing coil (pod pc). There was no report of an adverse effect to the patient.